Manufacturer narrative:
The insulin pump was received with scratched lcd window and missing end cap sticker. The device was monitored for 48 hours with 2.0 basal rate and performed several bolus units. All basal and bolus were delivered and saves properly on history. No bolus anomaly noted during testing. However the insulin pump alarmed no delivery during the excessive no delivery test due to faulty force sensor resistor. The basic occlusion, occlusion, prime, and excessive no delivery tests could not be performed due to no delivery alarm. The device was received without the original belt clip. No damage on pump belt clip slot noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer initially called on (B)(6) 2014 for assistance with reprogramming the insulin pump settings and reported that the belt clip broke. The customer was assisted with programming the basal and bolus settings. The customer called back on (B)(6) 2014 and stated that the basal rates were programmed incorrectly but he was not sure of the right setting. Blood glucose level was 169 mg/dl. Called back the next day and reported he had been having low blood glucose levels for a couple of days. Blood glucose level was 58 mg/dl; treated with food. The customer stated he went into the basal rates and made adjustments. He also mentioned that the doctor uploaded the insulin pump and stated it seemed like a bolus was missing. The customer requested the insulin pump to be replaced. The device was returned for analysis.